Event description:
On (B)(6) 2014, a (B)(6) (dob: (B)(6) 1947) female, patient with a history of multiple aneurysms was treated for a 1-2 mm right carotid cavernous fistula (due to a previously ruptured aneurysm) through a right femoral artery access. The first ped (pipeline embolization device) (4.5x25 mm) was delivered through a steam shaped marksman microcatheter and was successfully deployed. When trying to retrieve the ped delivery wire, the physician could not get it in the marksman despite several attempts. He then decided to pull out the entire system. The lesion was re-accessed with a new steam shaped marksman and the physician successfully deployed the second ped (4.5x20 mm) inside the 1st ped to obtain double coverage. Again, when trying to retrieve the delivery wire, the wire could not be pulled back into the marksman despite multiple attempts. The resistance of retrieving the distal wire this time was significantly higher than the first one. Like the first device, the physician decided to pull out the entire system. However, the marksman would not pull back. The physician assumed at that point that the marksman and capture coil were caught on the ped. He had visualization of the distal tip coil throughout the procedure and did not notice any vasospasm on imaging. He pulled and released tension several times but the system could not be retrieved. After trying to retrieve the catheter several more times, the catheter gave way and came out. At this point, it was noticed that the patient's vitals changed and suffered from intracranial hemorrhage. At that point, imaging showed extensive vasospasm and despite all the pulling, neither of the pipelines moved from their delivered positions. The patient was taken to the or for decompressive craniotomy and clot removal. Later that night the patient re-bled and became comatose. She was subsequently put on comfort measures. On (B)(6) 2014, the patient was reported dead due to the severe intracranial hemorrhage and brain swelling

Manufacturer narrative:
The catheter and pushwire were returned for evaluation. The catheter's tip was found ovalized which may have contributed to the reported issue. (B)(4).